Event description:
This will be filed to report a steerable guide catheter (sgc) leak and an embolism. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. While inserting the clip delivery system (cds) into the sgc, a pulmonary embolism was found. It was noted that air entered the chamber of the sgc. Additional aspiration outside of instructions for use was performed and the cds and sgc were removed from the patient. The procedure was concluded with no clips implanted and no change in mr. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak and pulmonary embolism. Pulmonary embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.